Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, there may have been biological material in the bearing or the position of the suture to the bearing was off; however, these cannot be confirmed. It was reported, the device was removed against resistance and with excess force. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - excessive force, 2017 - against resistance.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via an 8f sheath hole prior to an electrophysiology interventional procedure. Reportedly, the prostyle deployed fine, however during retraction of the device, the suture was stuck on the suture bearing. The device was forcefully retracted, and the suture was freed from the device and the suture was intact at the venotomy. The sheath was upsized to a 13f, and the electrophysiology procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.